Manufacturer narrative:
(B)(4). Difficult to remove is not labeled in the IFU. Event evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. A review of complaint history, manufacturing instructions, quality control (qc) and specifications was conducted during the investigation. The device was not returned to assist with this investigation. An image of the implanted device was provided, and confirms the users report of the knotted device. The product in this case, a ush-600-r multi-length ureteral stent, is manufactured in accordance with manufacturing instructions and inspected in according to qc specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. Lot record for the device, lot number: u2358805, was reviewed. No issues relating to product quality that may have contributed to this failure mode were observed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided information a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
The stent was in place for 3 months, prior to removal. A performed x-ray highlighted that the coil was not coiled, but rather it was stretched out into the upper pole of the kidney. During removal of the stent, the stent knotted and became lodged in the ureter. There was insufficient room to run a rigid ureteroscope all the way up to the knot, so the surgeon lasered through the bottom portion of the stent and removed that part, leaving more room to pass the rigid scope. During the process the stent became unknotted, and the surgeon was able to use a basket to remove the upper portion of the stent. No adverse effect to the patient was reported due to this occurrence.